Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
After investigation it was found that a (B)(6) male, on (B)(6) 2013, patient underwent an atrial fibrillation (afib) procedure with a navistar thermocool catheter as part of the afib registry. On (B)(6) 2013, the patient was admitted to the hospital with neck, chest and epigastric pain. CT scan showed moderate pleural effusion bilaterally and a large pericardial fluid collection. Pericardiocentesis was done and 1065ml was aspirated. Patient significantly improved. Patient discharged on (B)(6) 2013. There is no claim of product malfunction. This event was reported to biosense webster on (B)(6) 2014 during the one year follow up the coordinator was notified of the adverse event.